Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. The low reservoir alarm feature is working properly. However, the insulin pump was received with debris under window display. The insulin pump has cracked case at display window corners, reservoir tube, broken battery tube threads and with minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 569 mg/dl. The customer feels symptoms of nausea, stomach turning, and tired. The customer was treated for the high blood glucose with a bolus. The customer was assisted with trouble shooting and found no leaks form the insulin pump. The customer did report 1/8 of the plastic on the insulin pup was missing. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.